Event description:
It was reported that blood return was seen in the catheter. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp4165 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.